Manufacturer narrative:
Occupation: occupation is lay user/patient. Manufacture date: the year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
The initial reporter complained of an issue with the coaguchek softclix lancet device. The customer stated a properly seated lancet protruded past the end cap prior to priming and firing the device. The customer is using the correct lancets for the device. A new lancet was inserted into the carrier and the end cap was applied. The lancet no longer protrudes from the end cap. The customer was unable to prime or fire the device however. The customer states she has to hold down on the plunger for the yellow light to appear on the button to fire the device. When the plunger is released, the yellow light disappears and the device doesn't fire. There were no accidental finger sticks. There was no allegation that an adverse event occurred. The coaguchek softclix lancets lot number is 10518386 with an expiration date of 31-may-2020. The lancet device and lancets were requested for investigation.

Manufacturer narrative:
The returned customer lancets were tested at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was primed and released correctly. The lancing device was disassembled for investigation and no abnormal attribute was found which could verify the customer allegations. The lancing device works in accordance with specifications. All received customer lancets were investigated with a microscope, but no abnormalities could be observed. The reported failure on protruding lancets, could not be confirmed during the investigation.